Event description:
It was reported that the insulin pump displayed an unexpected fill estimate, showing +60 units instead of the expected 300 units. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by cts that a positive value indicates the pump has detected the displayed amount of insulin and was instructed to deliver a 10.2 unit bolus to update the insulin estimate. Despite this, the displayed fill estimate was still off by more than 30 units. The customer was educated on the proper use of room temperature insulin and the importance of air removal from the cartridge but chose not to load a new cartridge. Further follow-ups with the customer were unsuccessful, and the case was closed by cts.